Manufacturer narrative:
Unit received with button error alarm and had intermittent escape and act button response due to moisture damaged keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. The caller did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 301 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.